Event description:
The customer reported that the system displayed a preload voltage error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries need to be replaced. It is anticipated that the replacement of the batteries will restore the system to it's intended use.